Event description:
It was reported that the pt presented to the outpatient clinic after implant. A device was found to be in backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found that the device had registered a power on reset which triggered backup vvi operation. A visual analysis showed marks on the device due to electrocautery. It was suspected that electrocautery exposure caused the issue.